Event description:
It was reported that the patient presented to the emergency room due to phrenic nerve stimulation. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the advance iii study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low resistance/impedance was noted and one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2010 21:00:10. The weekly pace impedance trend data shows an abrupt impedance decrease for minimum lv perm pace impedance from 418 to 171 ohms minimum between (B)(6) 2010 and (B)(6) 2010.